Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a false positive total beta - human chorionic gonadotropin (bhcg) result on one patient's sample generated by the unicel dxi 800 access immunoassay system. A subsequent sample from the patient resulted within the normal reference range. The erroneous result was reported out of the laboratory. There was no report of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
Samples are collected in a bd lithium heparin pst tube and was centrifuged for 5 minutes at 5000 rpms. No system information was supplied. Service was not dispatched for this event. No root cause could be determined for this event.